Event description:
Device was opened to the sterile field. Dr. (B)(6) positioned /"seated" the device with uterine cavity length set at 4.5m and uterine cavity width 4.5cm. The cavity integrity assessment was attempted and did not pass. After reasonable attempts to trouble shoot, ablation was aborted. Fundal deviation noted after looking back in wider hysterscope. Davinci laparoscopy was performed following. No uterine perforation seen via laparoscopy. Manufacturer response for novasure endometrial ablation device, (brand not provided) (per site reporter). Have not heard from the manufacturer at this time.